Event description:
It was reported to boston scientific corporation on january 21, 2010 that an autotome rx sphincterotome device was to be used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the sister removed the autotome rx sphincterotome from the packaging and noted that the cutwire was in a bend, tensed up position. The sister attempted to release the bend with the handle but was unsuccessful. The device was not used in the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an autotome rx sphincterotome device was to be used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, during the procedure the sister removed the autotome rx sphincterotome from the packaging and noted that the cutwire was in a bend, tensed up position. The sister attempted to release the bend with the handle but was unsuccessful. The device was not used in the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) - no code available (wont release bend/bow). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the working length and distal tip with exposed cut wire were severely twisted; this caused the distal tip to be tensed up. A functional evaluation found that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. The orientation of the distal tip could be adjusted to the correct specification, by rotating the handle. After rotation of the handle, the orientation was corrected and the twisted tip returned to a relaxed state. The exposed cut wire length met specification. A functional evaluation found that the device would bow and would unbow when the handle was released. Although the complaint of unable to release bend/bow when the handle was released was not verified, we did find the distal tip to be in a tensed state. The most probable root cause for the customer complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.